Event description:
A site stealth coordinator reported that while navigating in a procedure, the navigation system camera stopped tracking the patient reference frame and passive planar blunt probe. Tracking details were showing that the 'localizer was connected', however, the instrument tool cards were displaying 'not connected'. The amber light on the camera was lit and re-starting the system did not resolve the issue. The surgeon completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement camera shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that as reported, when the psu was powered up the amber fault light was illuminated indicating a hardware fault. The sensor voltage is high. Electrical failure, sensor voltage high, directly caused the event.